Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have problems filling reservoir and not being able to push plunger. Customer wanted the box of reservoirs replaced. Customer disposed of reservoirs.